Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the display was dark. The lcd was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
It was reported that the radical-7 has a bad display. Customer was unable to provide any further information. No known impact or consequence to patient.